Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
During the mapping on (B)(6) 2015, the pt had no response to sound except at one frequency. No trauma has been reported.